Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during kidney ablation procedure, after the first cycle the professor noticed that the antenna was broken but nothing detached from the device and nothing fell into patients cavity. They decided not to do another ablation cycle and the procedure aborted.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found that part of the outer antenna shaft was broken. The broken piece was not still attached, but was returned. The reported condition was confirmed. The investigation found the shaft of the antenna was broken. This break is consistent with the user exceeding the shaft bend radius limit. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, do not apply excessive lateral or rotational force during insertion or extraction of the antenna. Doing so may lead to breakage of the antenna and injury to the patient or user. This unit does not meet the requirements for a manufacturing failure therefore a device history review is not required.

Event description:
According to the reporter, during kidney ablation procedure, after the first cycle the professor noticed that the antenna was broken but nothing detached from the device and nothing fell into patients cavity. They decided not to do another ablation cycle and the procedure aborted. There was no patient injury.